Event description:
Procedure type: tlh-bso. According to the rptr: the balloon trocar was removed upon completion of the procedure and the plastic latch was visually irregular in shape and no longer intact. Additionally, the metal pin dislodged as well. Another general surgeon, was brought in to find foreign bodies in abdomen. Two foreign bodies were recovered after 30 minutes of abdominal exploration. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 10/14/2009.